Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. On a follow-up computed tomography (CT) scan was noticed that the hydrogel was dispersed up the lateral side of the prostate, thought to be extra-capsular. No patient issues were reported due to this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non vascular.